Event description:
The patient reported that the stimulation was more irritating to them than it was effective. It was stated that "it stings" for the past year. The patient wanted the stimulator removed. They did not have a current managing physician for pain stimulation. Additional information was received from the patient on (B)(6) 2016 stating that they started working out and it started stinging all the time when it was off and on. There were no steps taken to resolve the stimulation being more irritating than effective. The patient just wanted it out and that was all. It was noted that "nothing else will do." Other relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.